Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to determine the exact root cause. It is most likely that the epc is causing the issue. Vyaire medical technical support initiated a warranty replacement of the main electronics. Main board was shipped at the end of june.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file analysis reveals no technical failures evident during date of incident. There are several main alarms 213 (mains supply failed) , 210 (main power supply failed), and 130 (high leakage) which are not related to the event. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 display was unresponsive while on a patient. The display went blank with continued alarm in red. The device kept on giving out pressure while the screen is blank. Patient removed from device and connected to another bellavista unit. Customer struggled to switch off the machine as it kept on alarm. The unit needed emergency shutdown to switch off. There was no patient harm reported associated with the event.